Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location of device: uterus'), embedded device ('embedded portions of coiled metallic wire in each cornu') and genital haemorrhage ('general . Abnormal. Bleeding.') In a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, right lower quadrant pain, paratubal cyst, vaginal delivery, loop electrosurgical excision procedure and tonsillectomy. Current weight 140 lbs. Previously administered products included for an unreported indication: depo provera on (B)(6) 2007. Concurrent conditions included pap smear abnormal, asthma, gastroesophageal reflux disease and nicotine dependence. Concomitant products included cetirizine hydrochloride (zyrtec) since 2017, phenazopyridine, salbutamol sulfate (albuterol sulfate) and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/constant pain in right side."), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 11 years after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nervous system disorder ("neuro condit/problem"), hypoglycaemia ("hypoglycemia") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, psychological trauma, tooth disorder, migraine and vulvovaginal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, weight increased, hypoglycaemia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, expulsion, migration, uterine perforation, urinary tract infection, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, headaches, neurological condit/problem, weight gain and hypoglycemia discrepancy noted: previous date of insertion (B)(6) 2007. In current pfs date of insertion (B)(6) 2007. There are embedded portions of coiled metallic wire in each cornu that are consistent with essure coils. There is a portion of embedded metallic coil within the proximal aspect of the left tube, but not identified in this portion of right tube. Displacement of contraceptive device. The right corpus luteum cyst was noted to rupture during the procedure with some slight oozing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral occlusion; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr was received. New events abnormal bleeding (vaginal), migraines / headaches, vaginal pain were added. New reporters were added. Patient demographic was added. Date of insertion updated. Concomitant and treatment drugs were added. Medical history and concomitant conditions were added. Event onset dates were added. Lab data updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / expulsion / migration') and genital haemorrhage ('general . Abnormal. Bleeding.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/constant pain in right side."), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psychological injuries"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), nervous system disorder ("neuro condit/problem") and hypoglycaemia ("hypoglycemia") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, weight increased and hypoglycaemia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, expulsion, migration, uterine perforation, urinary tract infection, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, headaches, neurological condit/problem, weight gain and hypoglycemia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- case was upgraded from other event to incident. Event injury to herself updated and new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), device expulsion, psych injury, device migration, uterine perforation, urinary tract infection, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, headaches, neurological condit/problem, weight gain and hypoglycemia were added. Patient demography added. Lab data was added. Fu 3, 4 and 5 processed together. On 16-sep-2019: pfs received- no new significant information was added. Fu 3, 4 and 5 processed together. On 17-sep-2019: pfs received- no new significant information was added. Fu 3, 4 and 5 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.